Event description:
A nurse report that a pt began coumadin in jul-94 following a cva (cerebrovascular accident). On 3-jan-95, his dosage was 7.5 mg qd alternating with 10mg qd. On 9-jan-95, coumadin dosage was 10 mg qd. Pt (prothrombin ti) had been stable at 18.8-20.9. On 16-jan-95, pt was 23.1 using a coumatrak protime test system in the physicians office (coumatrak monitor, thromboplastin cartridge number). Coumadin dosage was not changed. On 19-jan-95, the pt returned returned to the physician's office because he felt ill and had noticed his stool becoming darker and finally black. Pt was 13.4 on the coumatrak monitor. A blood sample was sent to a laboratory which reported a pt of 26. On the evening of 19-jan-95, the pt was hospitalized with a gi (gastrointestinal) bleed. Hgb (hemoglobin) was noted to be 11.4 the last pt evaluated on 19-jan-95 had a pt of 15.6 using the coumatrak monitor. The first pt evaluated on 20-jan-95 also had a pt of 15.6 the nurse felt the coumatrak monitor was not accurate. Proper technique and use of controls were confirmed. The nurse noted that an original monitor had been replaced on 13-jan-95. The current report concerns the replacement monitor which will be returned to the MFR.